Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-28. H6: investigation summary one sample was received for quality investigation. The customer complaint of cracks with leak was not verified by inspection of the sample. There were no cracks identified during visual inspection of the assembly, however, leakage was verified during the sample investigation. The sample was primed and a simulated infusion was conducted. A leak was notice at the outlet orifice of the first y-site smartsite of the assembly. The cause for the leak was the lack of solvent between the smartsite orifice body and the tubing. Visual inspection of the smartsite under magnification showed that there was a portion of the union between the two components missing solvent and allowing for a patch for fluid to leak through. A device history record review for model 2426-0500 lot number 20063480 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this complaint is an assembly issue during manufacturing of the infusion set. H3 other text : see h.10.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation and leakage. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20063480 we had a report of cracked/leaking IV tubing. Device event: (B)(6) 2020. Primary ivf tubing had hole in it. Spiked IV medication to prime tubing, and med leaking out of tubing at top half of tubing just above the first y-site. Tubing/med inverted to prevent further leakage, and saved safely for inspection. New med ordered, delay in patient care due to tubing malfunction.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced device damage/deformation and leakage. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20063480. We had a report of cracked/leaking IV tubing. Device event: (B)(6) 2020. Primary ivf tubing had hole in it. Spiked IV medication to prime tubing, and med leaking out of tubing at top half of tubing just above the first y-site. Tubing/med inverted to prevent further leakage, and saved safely for inspection. New med ordered, delay in patient care due to tubing malfunction.